Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic s-shaped colon resection. Event description: report from the sales rep via email; the physician removed the sealing part (head) when trying to remove the specimen and the valve came off. This unit will not be returned. The investigation report is not required. Additional information provided by applied medical representative on 7may2024 via email: I asked the amj fi team to check with the hospital. However, the only response we received was, "we don't know about the case at that time. Intervention: replaced with a new cff73. Patient status: no clinical impact.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: laparoscopic s-shaped colon resection. Event description: report from the sales rep via email. The physician removed the sealing part (head) when trying to remove the specimen and the valve came off. This unit will not be returned. The investigation report is not required. Additional information provided by applied medical representative on 7may2024 via email: I asked the amj fi team to check with the hospital. However, the only response we received was, "we don't know about the case at that time. Intervention: replaced with a new cff73. Patient status: no clinical impact.